Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: voyager nc, ibp22 4.0-15. Guide wire: whisper ms. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with the implanted stent, or the moderately calcified patient anatomy, such that the balloon ruptured upon the first inflation at 14 atmospheres which is below the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that the lesion is located in the right coronary artery. The vessel is characterized as being mildly tortuous and moderately calcified with 90% stenosis. A non-abbott stent was implanted at the lesion site before angiography revealed that the middle of the stent is not fully dilated. The voyager nc device was inflated but the balloon ruptured at 14 atmospheres during its first inflation. No patient effects were reported. No additional information was provided.